Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving liorseal (baclofen) 500mcg/ml for a total dose of 100mcg/day (approximate dose per hcp office) via an implantable pump for cerebral palsy and intractable spasticity. It was reported patient had been having a continuous cerebrospinal fluid (csf) leak since the initial implant of the baclofen pump on (B)(6) 2016. Since that time, hcp continued to monitor the csf leak and instructed the patient to wear an abdominal binder. Per report, lying flat for 48 hours and keeping a dry gauze on patient back had not resolved the issue as of (B)(6) 2016. On (B)(6) 2016 hcp performed a blood patch, which did not resolve the issue. A week later on (B)(6) 2016, hcp took the patient back to surgery to do an open repair of the csf leak at the back incision. It was noted the issue was still not resolved. The patient presented with a fever on (B)(6) 2016 and hcp made the decision to explant the pump and catheter for suspected meningitis. Cultures from the back incision sire were sent to pathology, but the cultures were negative for organism growth. Patient was currently hospitalized for IV antibiotics and was stable and doing well on oral baclofen. The issue was noted to be resolved, and the pump and catheter were explanted due to infection from an unresolved cerebral spinal fluid leak. There were no factors that contributed to this issue. No diagnostic or troubleshooting was performed per report. Patient status was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.